Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. The cause of the event remains undetermined. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was reported that during a hip arthroscopy with labral tear procedure, the surgeon was on the third pass with the same ar-16991n, hip length scorpion needle (2nd pass attempt for that stitch from that portal). The needle was fired, but no suture was expressed through the lower jaw. Rep tried to ask for a reload and examination after the first unsuccessful pass but it was fired quickly, it appeared to be some slight resistance, then, a loud click. Reporter stated that upon inspection of the device and the hip length scorpion needle tip it was suspected to be broken at the groove tip. Upon inspection of the joint it was not determined to be located under arthroscopic visualization or after multiple fluoroscopy shots. The case was successfully completed using a new hip length scorpion needle from the same lot.